Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a visual inspection of the returned product found the optic is torn and the haptic is bent. There was no evidence of surgical residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a aq2010v three piece silicone lens. The tech noticed the haptic was bent as lens was about to be loaded. Unk if lens was received damaged or if lens was damaged during handling. There was no pt contact.